Manufacturer narrative:
Title: comparison of treatment outcomes between laparoscopic and robot-assisted laparoscopic radical prostatectomy in clinically localized prostate cancer, a single-surgeon experience. Source: journal of the medical association of thailand 2020;103(12):1300-8. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2013 and june 2019. 171 patients with clinically localized prostate cancer underwent minimally invasive radical prostatectomy. These were laparoscopic radical prostatectomy (lrp) in 62 patients and robot-assisted laparoscopic radical prostatectomy (rlap) in 109 patients. The suture was used for the urethro-vesical anastomosis using a modified van velthoven technique. Complications included an intraoperative tear in the posterior anastomosis suture line and prolonged anastomosis leakage. The tear was managed intraoperatively with traction balloon urethral catheter. The anastomosis leakage required prolonged urethral catheter for treatment.